Event description:
As reported to the field clinical specialist, the patient passed away after the implantation of a sapien valve. At this time the date and cause of death are not available.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Per the hospital¿s discharge summary, after the tavr procedure, upon arrival to the ICU, the patient was found to have some continued bleeding from his groin access site and was taken to the cath lab for bleeding management. An iabp was inserted for hemodynamic instability, as the patient was on large volumes of inotropes. The patient had a prolonged stay in the ICU. During the post operative course, the patient required high-dose inotropes of continuous veno-venous hemodialysis (cvvh) and eventually hemodialysis. The patient required a peg feeding tube and a tracheotomy, and was reported to have a peptic ulcer. Eventually the patient was weaned off all inotropes and 16 days after the tavr procedure the patient was discharged to complex care for further medical management and rehabilitation. On the day of discharge, he was reported to be hemodynamically stable for transfer, arousable and able to follow commands; however, he was not able to maintain ¿a stance at rest¿. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the patient¿s demise. The patient was discharged after a prolonged hospitalization post tavr procedure. The exact cause of death is not available, and the timing was reported only as ¿within 30 days¿ of the tavr. There is insufficient information to determine if a relationship existed between the patient¿s death and the implanted valve. The instructions for use and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.